Event description:
(B)(6) study. It was reported that moderate aortic regurgitation, moderately reduced aortic leaflets mobility, and moderate paravalvular leak occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or antiplatelet other than aspirin at the time of index procedure. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, in accordance with the directions for use. Subsequently followed by deployment of a 23 mm lotus valve into the proper anatomical location. Five days later, the subject was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6) 2019, 1454 days post index procedure, the subject presented to the hospital for protocol scheduled 48-month follow up visit. Transthoracic echocardiogram(tte) performed on the same day revealed aortic valve area of 1.2 cm^2, mean aortic pressure gradient of 32 mm hg, left ventricular ejection fraction of 59% and mild aortic regurgitation. However, echo core lab on the same day revealed moderate aortic regurgitation, moderately reduced aortic leaflets mobility, moderate paravalvular severity. No adverse event associated with the event was reported.

Manufacturer narrative:
H3: media review: procedural media was received and reviewed by a boston scientific quality engineer. The reported event of aortic regurgitation can be confirmed by the available procedural angiographic media. A contrast assessment of the locked valve revealed what appears to be moderate prosthetic valvular leak. The procedural media was also reviewed by a boston scientific medical director. The corelab findings of moderate single-vessel disease(svd), consisting of mean gradient of 32mmhg and moderate aortic regurgitation can be confirmed. Theres an intravalvular aortic regurgitation that is moderate in severity. Reviewing past transthoracic echocardiogram(tte) the mild/moderate intravalvular leak has been present since the procedure. No new findings with respect of device position can be observed. Tte at 48 months post procedure shows an elevated transvalvular gradient in keeping with a moderate aortic stenosis. In addition, it shows a moderate aortic regurgitation that has been present since the procedure.

Event description:
Reprise iii study it was reported that moderate aortic regurgitation, moderately reduced aortic leaflets mobility, and moderate paravalvular leak occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or antiplatelet other than aspirin at the time of index procedure. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, in accordance with the directions for use. Subsequently followed by deployment of a 23 mm lotus valve into the proper anatomical location. Five days later, the subject was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6)2019 , (B)(4) days post index procedure, the subject presented to the hospital for protocol scheduled (B)(4) -month follow up visit. Transthoracic echocardiogram(tte) performed on the same day revealed aortic valve area of 1.2 cm^2, mean aortic pressure gradient of 32 mm hg, left ventricular ejection fraction of (B)(4) and mild aortic regurgitation. However, echo core lab on the same day revealed moderate aortic regurgitation, moderately reduced aortic leaflets mobility, moderate paravalvular severity. No adverse event associated with the event was reported.